Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on examination, the keypad was intact without damage. On testing all the keypad buttons had normal response. Investigation did not duplicate unresponsive keypad buttons. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed button contact contamination. This report is made based on results of investigation completed on (B)(6) 2016.